Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mildly tortuous, right superior femoral artery (sfa). The 5.5x200 6f supera peripheral self-expanding stent system (sess) was advanced to the lesion and positioned in the desired location without issue. Upon deployment, the stent was difficult to release from the delivery system; however with some trouble shooting, was able to be released. Once released, it was noted that some of the stent struts were deformed. Initially, a balloon catheter could not be advanced through the implanted stent; however, after several attempts, a balloon catheter successfully crossed the stent and the stent was post-dilated to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported delayed activation, difficulty to advance, improper method against resistance and material deformation of the stent could not be confirmed and tested due to no stent returned and use technique applied. Additionally, a kink was noted on the outer member. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted, the supera electronic instructions for use (eifu) states: precaution: should unusual resistance be felt at any time during stent system advancement or stent deployment the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. In this case, the supera was positioned in the desired location with no problems, but then would not release from the device. The physician moved the thumb pusher back and forth, rotated the device, pulled and pushed, and finally the stent came loose. The investigation determined that procedural circumstances (anatomical conditions) contributed to the reported difficulties. It is likely that the distal sheath of the delivery system was bent or entrapped in the challenging anatomy, preventing the ratchet from engaging the stent properly, resulting in difficulty advancing the thumbslide and partial deployment. As the user ultimately maneuvered the device in order to deploy the stent, it was noticed struts had been damaged. The post dilation with a balloon catheter is likely based on these case circumstances. The additional kink noted on the outer member is likely due operational circumstances. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.